Event description:
Patient at 20 months post-operative came in to see surgeon experiencing pain and a limp on the operative side. Xrays showed the tibial extension stem had come loose from the tibial baseplate. Patient delayed surgery. Intra-operatively, it was seen that the tibia bone had collapsed and the tibia extension stem was the only point of fixation. The tibial extension stem broke at the thread/stem interface.